Event description:
(B)(4). Vagus nerve stimulator model #102, serial # (B)(4) was set to 3.25 mc / 15 hz/ 250 us/ 30 s/ 0.5 min. At over 12600 hours of on-time, replaced with model #105, serial # (B)(4). Pt was seen same day as replacement but could not tolerate current above 1.25 ma. This suggests that old devices was not truly putting out the stated 3.25 ma.